Event description:
It was reported that the detector was dropped and it was not working. The use of device was unknown and there was no patient or user harm.

Manufacturer narrative:
Reference ID: (B)(4). The prograde is a stationary x-ray system for general radiographic purposes. As an option, a portable digital flat panel detector (model "skyplate") can be used for image capture. There is no work performed by philips as the customer opted for material order only. The new sky plate detector was ordered and successfully delivered to the customer. Based on the information available and the testing conducted, the cause of the reported problem was detector drop. The reported problem was confirmed by the customer. Thus, it is concluded that the detector was dropped by accident (use error).